Manufacturer narrative:
Correction: d4 and g4. D4: catalogue #: was changed from 5c4482 to 5c4483. G4: PMA/510k # or bla #: was changed from k152675 to k192705. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer returned a sample with product code 5c4483 for evaluation. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted.the reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted for reported lot h20j29062 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a peritoneal dialysis (pd) transfer set. This issue occurred during the postoperative flush after the transfer set was applied to the patient. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.